Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, difficulties were experienced removing the device from the application site. The surgeon manually manipulated the device free without incident and applied another device to complete the procedure.